Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense and shock channels. The noise resulted in oversensing and pacing inhibition. High defibrillation thresholds were also observed. The noise was reproducible with isometrics.